Event description:
It was reported by the customer that the device was found broken during testing. The tip breaking off can cause an infection risk. There was no known patient impact or delay to the procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported by the customer that the device was found broken during testing. The tip breaking off can cause an infection risk. There was no known patient impact or delay to the procedure.